Manufacturer narrative:
H6: corrected component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H11. D10. Concomitants - product information: 2627334-142-40-07 - cocr femoral head 40mm, +7 offset 12/14; 4524764-pc-11 - stem centralizer 11mm; 4695881-180-65-30 - alteon 6.5mm screw, 30mm; 4772074-160-70-12 - nv cemented plus std size 12; 4844997-186-03-58 - integrip mh cup sz 58mm pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the right hip and then approximately 5 years, 8 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.